Event description:
Pt came back from procedure at 1640 with IV d5 1/2 at 75cc/hr and heparin at 26cc/hr. Lines were extremely tangled and also has pca tangled. Took cassettes out to untangle lines. At 2000, noted heparin at 75cc/hr and IV d5 1/2 at 26cc/hr.